Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient has hard time breathing and also alleged of noise. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was evaluated and after evaluation could confirm complaint of noise due to blower failure but could not confirm hard time breathing due to device use. The unit was scrapped due to multiple e53 error codes.